Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-05975 for a description of the second device. It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using a trapezoid rx lithotripter compatible basket, the physician captured the stone inside the pt's common bile duct and tried to crush it with an alliance ii inflation handle, but the tip of the basket did not break free. As the physician tried to crush the stone, the main wire of the basket broke near the handle. The physician then removed the endoscope from the pt and re-inserted it, following which, the broken wire was removed using forceps. The 20 millimeter stone was not removed from the pt. Finally, a pigtail stent was inserted to grain the biliary system. The procedure was completed without any further complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.